Event description:
Consumer claims the eq tbp sonic rf 3ct is ineffective because while in use the bristle falls out. Tried to contact consumer several times to retrieve the product but were unable to. Product not retrieved.